Manufacturer narrative:
Date of death: used the first day of the month of the bsc aware date since there was no enough information provided for date of death. Date of event: used the first day of the month of the bsc aware date since there was no enough information provided for event date.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred to cardiac catheterization and index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent system. Following post dilatation, residual stenosis was 0%. Nine days later, the subject was discharged on aspirin and ticagrelor. On an unknown date of 2021, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.